Event description:
It was reported that during a stenting treatment procedure, vessel jailing, plaque shift, stent explantation and stent damage occurred. The de novo, eccentric and bifurcated target lesion was located in the mildly calcified and mildly tortuous left anterior descending coronary artery (lad) including the diagonal branch. The reference vessel diameter of the lad was 3.5mm and for the diagonal was 2.5mm. It was treated with direct stenting using a 5x20mm promus element stent under nominal atm. After stent deployment, it was noted that there was a plaque shift into the diagonal vessel which led to partial occlusion of the vessel. A 1.5mm non bsc balloon was used to relieve the jailing in the diagonal and was removed without difficulty, followed by a single inflation using a 2.5mm non bsc balloon in the lad. It was reported that the second balloon was completely deflated prior to removal, but upon removal, resistance was encountered and the implanted stent became explanted and was pulled into the guide catheter. The explanted stent and non bsc guide wire were removed together and the procedure was completed with a non-bsc stent. The stent was reported to be "distorted" when removed. No patient complications were reported and the patient's status is fine. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during a stenting treatment procedure, vessel jailing, plaque shift, stent explantation and stent damage occurred. The de novo, eccentric and bifurcated target lesion was located in the mildly calcified and mildly tortuous left anterior descending coronary artery (lad) including the diagonal branch. The reference vessel diameter of the lad was 3.5mm and for the diagonal was 2.5mm. It was treated with direct stenting using a 5x20mm promus element stent under nominal atm. After stent deployment, it was noted that there was a plaque shift into the diagonal vessel which led to partial occlusion of the vessel. A 1.5mm non bsc balloon was used to relieve the jailing in the diagonal and was removed without difficulty, followed by a single inflation using a 2.5mm non bsc balloon in the lad. It was reported that the second balloon was completely deflated prior to removal, but upon removal, resistance was encountered and the implanted stent became explanted and was pulled into the guide catheter. The explanted stent and non bsc guide wire were removed together and the procedure was completed with a non-bsc stent. The stent was reported to be "distorted" when removed. No patient complications were reported and the patient's status is fine. This product is only ous approved, but it is similar to an approved united states device.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified stent damage. The stent was returned on a snare and was badly stretched and measured 40mm in length. Green material was present on the stent. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A green guide catheter and a non- bsc (boston scientific corporation) balloon catheter was also returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of this complaint can be attributed to another device. (B)(4).

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).